Event description:
Reporter alleged that a patient was given a tube of oral glucose by an emergency medical technician in route to the hospital. Reporter alleged that the patient received the result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 81 mg/dl obtained on a lab system. Reporter did not know how much time passed between the prior treatment and results. Reporter stated that the patient received a normal saline solution intravenously based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.